Event description:
Turned infant to initiate g-tube care and g-tube came out. Sutures still on the tube. No fluid in the balloon, although it was reported that the balloon had 2ml water. Back up g-tube at bedside, inserted and physician notified.